Event description:
The pt reported that during the night in 2006, he ran out on insulin and he did not receive the 01 (empty cartridge) alert from his infusion device. The pt's blood glucose did elevate to 220 mg/dl. His blood glucose is typically between 71 to 149 mg/dl when checked in the morning. The pt reported feeling tired from the elevated blood glucose. While trouble shooting, the pt reviewed the infusion device history and the 01 error was not listed. The pt feels the infusion device has malfunctioned. The pt did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.